Event description:
Event description cpi received information that a patient with this ventak mini implantable cardioverter defibrillator (ICD) experienced a period of syncope due to no pacing output. The ICD delivered an inappropriate shock.